Event description:
Boston scientific received information that this pacemaker along with the right ventricular (rv) lead exhibited high pacing lead impedance which resulted in a laser lead extraction. Further investigation was made however no information was obtained. The rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.